Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lvad internal fault alarms was confirmed based on the information recorded in the log file. The event log file was successfully retrieved from the returned system controller serial number (B)(6) and contained data recorded on april 7 from 8:54 am to 2:13 pm. The recorded information revealed an intermittent issue with the communication between the lvad and the controller, which resulted in the pump speed, flow, and pi being recorded as 0. When the issue persisted for 10 seconds, the lvad internal fault alarm was activated. Based on the captured power values and the corresponding data from the lvad log files the pump was operating normally at the set speed during these events. The system controller was functionally tested and was found to function as intended. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A specific root cause for the compromised communication between the lvad and the controller was not able to be determined. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number #2916596-2020-02161. It was reported that the patient had intermittent lvad internal fault alarms. During log file analysis, the lvad internal fault alarms were confirmed. Data readings that were missing were caused by internal fault. The site reported engineers said there was error in pump software. Alarms did not reoccur after controller exchange in clinic visit and the patient was discharged home.